Event description:
Drug/diluent: 0.2% ropivacaine, fill volume: 500 ml, flow rate: 8.0 ml/hr, procedure: right patellar re-alignment, cathplace: adductor canal block, date of surgery: (B)(4) 2013. A pt in her upper teens was reported to have a grand mal seizure about 10 hours after the continuous adductor nerve block infusion was discontinued. The surgery was uneventful and the pt was discarded home. The pump was discontinued at around 11:45 sunday (B)(6) 2013. About 7 1/2 hours later the pump was removed and the pt reported to have a seizure. Pt was taken to (B)(6) hospital. The anesthesiologist reported, he spoke to the (B)(6) hospital and was told that the seizure was a result of local anesthetic toxicity. Additional info received from the anesthesiologist (B)(6) 2013: per the pt's mother, on saturday, the pt experienced some spasms in her upper extremity. On sunday morning at 9:30am the pump was clamped, at 11:30am the pump and catheter were removed. Around 19:30 the pt had a grand mal seizure. The pt went to an ER and then transferred to (B)(6 )hospital. Additional info received (B)(6) 2013: anesthesiologist spoke to the pt and the pt is reported to be doing well, the physician is unable to isolate the cause of the seizure, but does not think that there was a product malfunction. No local anesthetic levels were drawn at the time of the incident. The sample will not be available for an eval. Additional info received (B)(6) 2013: the mother claimed that the pt had some arm spasms on pod 2 and seemed spacey on the day of seizure. She also claimed she needed to provide CPR for the pt at home. The pump was started on (B)(6) 2013 at around 1100. The infusion was stopped on (B)(6) 2013 at 0930. The mother reported the pump was almost empty at the time of pump disconnection.

Manufacturer narrative:
Method: the sample will not be returned to the MFR. Results: the model and lot number of the complaint device was not provided, therefore, the device history could not be reviewed. Conclusions: at this time, the complaint is still under investigation, if additional info pertinent to this event becomes available, I-flow will submit a f/u report. Info from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.